Event description:
Needle broke off in his arm, had to have surgery to have the needle removed (needle issue). Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a diabetes nurse specialist from (B)(6) concerns a (B)(6) male patient with type 2 diabetes mellitus who was treated with novofine 31g (needle) on unknown dates and experienced "needle broke off in his arm, had to have surgery to have the needle removed" beginning on (B)(6) 2012. Medical history includes type 2 diabetes mellitus (duration unknown) and slightly high cholesterol. Action taken to novofine 31g (needle) was not reported. On (B)(6) 2012, the patient was giving himself his lunch time novorapid (fast-acting insulin aspart) dose and the needle broke off in his arm. The patient was also using levemir (insulin detemir). The patient was hospitalized from (B)(6) 2012. The patient was scheduled to have surgery on (B)(6) 2012 to have the needle removed under general anaesthetic. The patient recovered from the event on (B)(6) 2012.